Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of the brachiocephalic artery, a 9.0x19 otw omnilink elite stent delivery system was advanced without resistance to the target site. The balloon was inflated slowly expanding the distal edges of the stent. At to 2-4 atmospheres, the balloon jumped forward leaving the stent in place. An unsuccessful attempt was made to pull the balloon back inside the stent; therefore, an unsuccessful attempt was made to snare the stent via brachial access. The stent was ultimately snared successfully via femoral access. The target lesion was treated successfully using a 9x30 xact stent. There was no adverse patient sequela. Although the procedure was delayed, there was no clinically significant impact to the patient. No additional information was provided.